Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose level was 400 mg/dl. Customer declined further troubleshooting with tandem technical support, and reverted to manual injections for insulin therapy.